Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: "treatment was initiated and it has now all resolved."

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced an infection after injection in the chin, ck1, and t1 areas with juvéderm® voluma¿ with lidocaine. Patient was concomitantly injected with juvéderm volux and botox®. ¿a few days¿ later, patient developed some swelling which eventually settled. A week later, patient developed ¿oral ulcers¿ which patient has a history of getting when they are ¿run down.¿ patient had what they describe as ¿boils, or a spot¿ on their chin. They squeezed the spot and ¿normal spot pus came out.¿ approximately a month later, patient contacted the clinic and reported their chin has been firm and red for the last two days; swelling was also reported. Patient became a little concerned and was seen in the clinic later that day. Patient denied pain or fever. Erythema of chin (no pustules, no sinuses) was noted. Oral examination noted no erythema, lumps, or collections visible. Upon palpation, chin and surrounding soft tissue was very firm, warm to touch, not tender. Treatment is noted as erythromycin, clindamycin, expressed puss from small opening on undersurface of chin, gauze, and clinisept. Later, areas of dehiscence with purulent discharge in 4 areas through small holes were noted. They were ¿expressed until haemosiderosis fluid only coming out.¿ swab was sent to lab. Patient later reported tenderness in temples and cheeks (areas injected) and ¿some puffiness around the eyes.¿ general ¿aches and pains¿ noted. No fever or sweats. No further discharge from the chin was observed. Advised to drink plenty of water and take analgesics. Upon further follow up, ¿swelling around the cheek, temple and eye area has subsided.¿ on examination, ¿swelling in areas voluma injected with a firmness in temples and cheek area. Some oedema under the eyes. No erythema. Chin: red. Tenderness on firm palpation. Patient informs that very little pus has discharged. Granulation tissue over previous opening. Pus expressed. Local anaesthetic injected. Inflammatory reaction noted. Event resolution is unknown at this time.